Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00618 thru 3012447612-2020-00622, 3012447612-2020-00625, and 3012447612-2020-00626.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report two of seven for this event.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report two of seven for this event.

Manufacturer narrative:
Information added to d8 and h6: component codes, type of investigation, investigation findings, and investigation conclusions. This follow-up report is being submitted to relay additional information. Summary the complaint is unrefuted for four (4) of four (4) unreturned screw var self-tap ti 6.0x28mm (pn: 5015-6028) for the failure of patient harm (allergic reaction). The products were not returned, and no photos were provided. Medical records were not provided for review. Potential cause since the products were not returned and no photos or medical test records were provided, root cause can't be established. DHR review and related actions lot numbers were not provided, therefore DHR review can't be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.